Manufacturer narrative:
This device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive functional testing including impedance calibration testing, defib/pacer stress testing, bench handling, and exposure to hot and cold temperatures without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib fault 95", "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.